Event description:
It was reported that during a therapeutic septotomy procedure, the tip of the single use electrosurgical knife fell off into the patient's stomach. It was observed that the operator was using the device with a lot of energy in the cut mode. The operator looked for the tip that fell off inside the patient but could not find it. The fallen tip was not retrieved. The users reportedly were not worried about it too much. The procedure was prolonged by less than 30 minutes and completed successfully with a different knife. The patient was stable and there were no reports of patient harm.